Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer was hospitalized with an elevated blood glucose (bg) level of 777 mg/dl and went into diabetic ketoacidosis. Customer's bg level addressed by receiving insulin and IV drip. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the customer had manual injections as alternate insulin therapy.